Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, due to corroded plug unit. Additional findings: angulation in the up direction is out of standards due to the worn angle-wire, corrosion from control unit due to the leakage, corrosion from grip part due to the leakage, corrosion from scope connector due to the leakage, corrosion from the scope cover unit due to the leakage, gap on up/down knob is out of standards due to the worn angle-wire, aspiration quantity is out of standards due to the broken channel tube, waterproof failure due to the broken channel tube, all switches did not function due to the corroded switch box, light guide bundle is abnormal, a-rubber adhesive is broken and scope cover was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope gave error code e315 (image problem). The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using a similar device with no delay and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the unsupported scope error (e315) was that fluid invaded scope connector during device handling by the user. It caused abnormality of the electrical component. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.